Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error since mrn 1818910-2020-20257 was found to be a duplicate report of mrn 1818910-2015-35380 . Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision operative notes (B)(6) 2015 indicate the patient received a right total knee revision due to pain, stiffness and hardware failure. Upon entering the joint, significant scar tissue was encountered and removed. The bolt was found broken and had fallen out of the intracondular notch. The broken portion of the bolt was still in the sleeve. The femoral component was noted to be loose. Femoral components and insert were revised. The surgery was completed without indication of complication by the surgeon. Products implanted at this revision are located on page 13-15. Doi: (B)(6) 2013. Dor: (B)(6) 2015. Right knee.